Manufacturer narrative:
The complaint was not confirmed. The device was found to meet all specifications. The unit functioned as designed with no problems noted. A review of the past year's complaint was ((B)(6) 2009 - (B)(6) 2010) does not indicate trending for this type of failure. The value stream will continue to monitor the complaint database for further occurrences.

Event description:
During a procedure when the surgeon went to grasp the falope tube to pull it into the device, he transected the tube. Used another device to cauterize the area, there was no additional hospitalization stay for the pt.